Event description:
It was reported that the reservoir was occluded. The customer stated that the insulin pump alarmed no delivery, and upon troubleshooting, it was found that the insulin pump was working as designed. The blood glucose reading was 265 mg/dl. Explained to the customer that the alarm was caused by an infusion set or reservoir occlusion. Advised the customer to prime with the plunger as a part of the set changes. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.